Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. The reservoirs passed per inspection and no air bubbles were found during analysis. Checked o-ring/stopper groove for defects and none were found. Also inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the reservoir of the insulin pump after set change. Customer's blood glucose levels were not included in the report. Customer reported that the approximate size of the air bubbles is pea size to bigger. Troubleshooting was done, however the issue was not resolved. Product is being returned and replaced.